Manufacturer narrative:
Additional info has been requested. If additional info is received it will be provided on a supplemental report.

Event description:
It was reported that, "on (B)(6) 2012 dr (B)(6) implanted a 4.0 x 46 mm cannulated screw. After the screw was implanted dr wanted to remove the screw and replace it with a shorter screw. When dr attempted to remove the screw it broke just above the threads. Dr attempted to implant a shorter cannulated screw and it broke also."